Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient had a stroke in the intensive care unit (ICU) on (B)(6) 2019. It was reported patient had a previous surgical intervention on the carotid vessels prior to the lvad implantation. Therefore, the implanting center was aware of an increased risk of stroke in this patient. They diagnosed a subacute partial media infarction on the right side. Diagnosis was performed with a CT scan. The type of stroke was ischemic without bleeding complications. The patient's treatment was reported as conservative; to avoid secondary bleeding the hospital decided to lower the anticoagulation for three days post stroke event. The patient is still slightly sedated, but is responding adequately when contacted and was reported in stable condition. Statement of the vad surgeon was that the hm3 system is working as expected without any issues. The event was reportedly not thought to be related to device or device therapy. No additional information was provided.